Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(6); product type recharger product ID 97745 lot# serial# (B)(6); product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed the complaint was unverified and found no anomalies with recharger. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the box in the recharging head got warm. The rep noted that the patient used evolve settings; when the battery was at 10%, the charge duration was 1.8-2.5 hours and when the battery was at 50%, it took 2 hours. The patient also had ¿good¿ and ¿excellent¿ charging sessions using charging level 4. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated. It was reported that the patient was doing well with stimulation, it was just taking them awhile to charge. Additional information was received and it was reported that when the patient charges the antenna gets warm and the controller goes from excellent to good. The recharger (antenna) got warm, but when they wiggled it the heat went away. It was reviewed to change the recharging temperature and speed. The patient state that the device takes a lot longer to charge if they changed the speed. The patient reported that the implant took 2-3 hours to charge the ins. The patient reported that the controller would charge to 100% and deplete before the ins was charged. Sometimes it would charge the ins up to 50% and the controller would be drained. They reported that got excellent charge quality all the time and sometimes good. The patient then mentioned they turned the implant off when charging. The controller battery would get depleted and needed to charge before charging the ins due to programming. It was reviewed that the controller was functioning as designed, depending on the programming/settings of the implant, the controller may not be able to charge the implant fully and would need to be charged to continue to recharge the implant. No further complications were reported or anticipated. Additional information was received from the patient and manufacturer¿s representative (rep). It was reported that it was taking the patient 2-2.5 hours to charge. It was reported that the patient was only getting ¿good¿ coupling. The rep was to try and instruct the patient and get excellent coupling. No further complications were reported.